Event description:
It was reported that the customer was hospitalized due to high ketones, related to an illness. Father stated that the hospitalization was not related to the insulin pump and the customer's blood glucose reading was not elevated at the time of the hospitalization. It was noted that the customer's blood glucose readings peaked in the hospital to 230 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.